Event description:
A customer contacted baxter's (B)(4) regarding a compact exchange device (cxd). The home patient (hp) stated the cxd machine would not spike the bags. The hp stated the spike turns when she goes to spike the bags. The technical service representative (tsr) arranged a swap of the device. The hp was assisted to restart therapy with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.